Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) was showing low augment(ed) pressure. There was no patient injury.

Event description:
It was reported that at the time of operation, the cs100 intra-aortic balloon pump (iabp) was showing low augment(ed) pressure. There was no patient injury.

Manufacturer narrative:
**UDI related data quality updates only**.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and checked the pressure and zeroed the pressure line. The fse found that the balloon used was third party. After adjusting the balloon position, the unit passed all functional and safety tests. The unit was handed back to customer in good working condition.